Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/22/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. One small needle- suture piece outside its packaging was received for analysis. During the visual inspection of the needle, the swage and attachment area were noted to be as expected. However, marks that appear to be caused by a surgical instrument were noted on the body. Besides that, the tip needle was bent as well. The received suture was inspected, and no breakage suture was observed. But the extreme was noted to be cut probably caused by a surgical instrument. The functional test was not possible because the suture was received with a short length. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: received information as following from sales rep via phone today. - if it becomes available in the future, please provide lot number. Unknown. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2024 and barbed suture was used. During the procedure, it was reported that the suture was broken when the surgeon attempted to sew fibroid dissection surface. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided. The lot of ip is unavailable. There were no adverse consequences reported. Additional information was requested.